Manufacturer narrative:
(B)(4). Date sent: 12/09/2020. Additional information received: patient was discharged after the conservative treatment. Doctor who used powered circular didn¿t think the cause of the leak was only related to the device.

Manufacturer narrative:
(B)(4). Unknown, captured as awareness date. Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information: leakage occurred after the surgery. It is unknown how leakage was treated. => leakage occurred after the surgery. The donuts was created properly. Leakage was observed 5 days after the surgery, so the patient stopped having meals, and conservative treatment was given. The patient stays in the hospital as of nov.11. Additional information was requested, and the following was received: "what were the indications for surgery? =>no further information is available. What surgical procedure was performed? =>no further information is available. Did the patient receive any preoperative chemotherapy or radiation? =>no further information is available. Does the surgeon believe that there was an alleged deficiency of the cdh25p device that cause or contributed to the events that were reported or were there other contributing factors? =>no further information is available. What conservative treatment did the patient receive? =>no further information is available. Were there any issues experienced with the device in the initial surgical procedure? =>no. What healthcare professional fired the device and what is his/her experience with the device? =>no further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? =>no further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? =>no further information is available. Were there any issues with device use/firing? =>no. What confirmation was received that the device completed the firing sequence? =>no further information is available. Was the green checkmark visible at the end of the firing?=>no further information is available. How many counter-clockwise revolutions of the adjusting knob were used to open the device?=>no further information is available. Was there any difficulty removing the device? =>no. Was a complete transection of the white breakaway washer visually confirmed? =>yes. Were the donuts inspected? =>no further information is available. If so, please describe. Were there any issues noted with staple formation? =>no. If so, please describe the shape and location. Was a leak test performed? =>no further information is available. If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? =>no further information is available. How many days postoperative did the leak occur? =>leakage was observed 5 days after the surgery how was the leak identified? =>no further information is available. What was observed at the site of the leak upon reoperation? =>no further information is available. How was the leak addressed? =>the conservative treatment was given. What is the status of the patient =>the patient stays in the hospital as of nov.11. Would the surgeon be interested in speaking with ethicon medical and engineering personnel?=>no further information is available. If yes, please provide 3 thirty-minute windows of time (eastern us time) the surgeon is available, and our team will choose the one that the most team member can participate. Thank you. No further information will be provided." If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open total gastrectomy, leakage occurred after the surgery. It is unknown how leakage was treated. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Additional information received: the lot number of the device was t95921.